Event description:
It was reported that there was an issue with the remaining battery life on the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.